Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30656736l number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib)/ pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Mid af/pvi ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter (stsf) the physician felt a steam pop. A soundstar catheter was used to identify rapidly accumulating cardiac tamponade requiring immediate intervention of a pericardiocentesis and drain placement. One liter was drained from pericardial space with resolution of cardiac function after 30 minutes. Cardiothoracic surgery intervention not required. The procedure ceased and the patient was observed with continual drainage for several hours. Soundstar intracardiac echocardiography (ice) imaging used throughout as part of monitoring. Radiofrequency (rf) trace was reviewed showing normal power (40w), contact force (cf) (10-17g) and low ablation index (ai) (305). Ablation ceased at 12sec when impedance rose sharply from 120 to >250ohm. The smartablate generator cut out automatically and physician came off power when feeling the pop. Review of computed tomography (CT) showed a small branch close to this region. CT had not been used, used as a guide only. Normal impedance noted prior to coming on to ablate. Physician does not believe any product fault contributed to this complication. Patient remained monitored throughout and was reported to be recovering well the following morning. The surgery was delayed due to the reported event and not successfully completed. The physician¿s opinion on the cause of this adverse was a combination of procedure and patient condition. No product fault. The patient outcome of the adverse event was reported as on the way to full recovery with plan to complete procedure. The patient required extended hospitalization because of the adverse event. A smartablate generator was used during the case. A transseptal puncture was performed well before complication and not relevant. Prior to noting the cardiac tamponade ablation was already performed. Irrigation flow setting were set for stsf as per instructions for use (IFU) of 40w, flow 15. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure but the smartablate cut out on impedance delta detection. Force visualization features used graph, dashboard, vector and visitag with the visitag module parameters for stability set to 2mm, 3 sec, 25% cf > 3g with no additional filter used. Color options used prospectively was surpoint. The customer¿s reported high impedance rise is not MDR reportable since the user-defined cut-off was exceeded and ablation was stopped the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.